Manufacturer narrative:
Intuitive has received the maryland dissector instrument associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. After opening the housing, a visual inspection was performed and no obvious signs of damage found. The grips would not open when placed on a system or when attempting to manually force them apart. The yaw and pitch movements of the wrist are correct. Since the rest of the movement is correct, the issue is only with the open and close cables. As this was the instrument's first use, the cables were most likely routed incorrectly.

Event description:
It was reported that during central processing, the maryland dissector instrument failed to open. There was no report of patient involvement.